Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced sodium electrode part number 668295 to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported erroneous high sodium patient result generated on the unicel dxc 800 pro synchron system. There was no change in patient treatment in association with this event.